Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a stent became wrapped around the crown of the orbital atherectomy device (oad) requiring surgical intervention. The physician attempted to treat a heavily calcified cto in the anterior tibial (at) artery, but was unable to gain access from a superior access point. As this was a limb-salvage attempt, in an attempt to increase inflow, he placed a 3.0 promus stent after the curve of the at. This did not improve flow adequately, so the next day he attempted to treat the lesion from a pedal access. He performed runs in the at upward toward the stented region without difficulty, but then the spinning oad crown came into contact with the freshly placed stent. The stent became wrapped around the crown requiring him to surgically increase the size of the sheath access site in order to remove it. He cut the oad handle from the driveshaft and cut the viperwire to facilitate removal. The oad and wire were successfully removed in their entirety. He was able to rewire the lesion and treat the at and the previously dissected area (where the stent had been placed) with a balloon. The procedure was successfully completed and the patient status remains stable. Additional information has been requested regarding this event.

Manufacturer narrative:
Device analysis: the oad was returned without the original guide wire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft revealed overload damage to the driveshaft filars in two locations. The first area was located 4 centimeters distal to the lap weld and extended 1.6 cm distally. The second area was located 10.2 cm from the lap weld and extended 1cm distally. A damaged stent was wrapped around the driveshaft crown. The stent was destructively removed from the crown to facilitate further analysis. Microscopic examination of the crown and driveshaft in this area did not reveal any damage or abnormalities that would have contributed to the stent binding up on the driveshaft crown. Biological material was observed on the stent material. No other damage was observed to the device or its components that would have contributed to the difficulties experienced during the procedure. At the conclusion of the failure analysis investigation the complaint report of, "wrapped the device around a fresh stent" was confirmed. Analysis revealed a damaged stent adhered to the driveshaft crown. A secondary failure in the form of an overloaded driveshaft was also observed. The overloaded driveshaft can be attributed to the spinning crown binding up on the previously placed stent. It should be noted that the stealth instructions for use (IFU) manual states, "use of the oas is contraindicated in the following situations: the target lesion is within a bypass graft or stent." Therefore, the reported complaint event will be considered user error. (B)(4).